Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" first pt: date: (B)(6) 2012, inratio2: 4.5, lab: 2.2; second pt: date: (B)(6) 2012, inratio2: 2.5, lab: 1.9. Both pts had their lab draw within minuets of the inratio test. Customer did not have therapeutic ranges for the pts - stated they were both likely around 2-3. Customer did not provide medication list. Stated no medications had changed recently.

Manufacturer narrative:
Investigation pending.